Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has exhibited a gradual increase in shock impedances on the right ventricular (rv) lead. The shock impedances now have become out of range. The patient will continue to be monitored at this time. The products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the impedance alert range was increased to 150 ohms; however, another alert triggered. The values were 157 ohms. Boston scientific technical services recommended an x-ray, but currently, one has not been performed. The products remain in service. No adverse patient effects were reported.